Manufacturer narrative:
Complaint: case-(B)(4).

Event description:
It was reported that there were many small transparent blisters around the part covered by the opsite flexigrid dressing. The transparent dressing was removed immediately, the indwelling needle was removed, and then the iodine complex was used and keep the local dry.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. The returned samples were evaluated. No physical or functional issues were identified. The reported issue may be attributed to procedural technique or pre-existing conditions. A clinical investigation concluded; although requested, no relevant supporting clinical information has been provided to fully evaluate the root cause of the reported events. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that the patient has recovered, no further harm is anticipated. Should any additional clinical information be provided this complaint will be re-evaluated. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.